Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed low battery and the screen went blank a day after replacing the battery. The customer changed the battery multiple times but the event kept occurring. Customer's blood glucose level was 152 mg/dl. The device was not returned.